Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's loop recorder exhibited noise and undersensing that led to false pause episodes. It was noted that the electrodes were losing contact in the pocket. No intervention was performed. The patient was in stable condition and will continue to be monitored.